Event description:
A 6f angio-seal vip was deployed in a right femoral puncture following a pre-deployment angiogram. When the physician pulled back to seal the puncture, the whole device came out of the pt. The pt developed a very small hematoma, which was resolved with manual compression. The pt stayed in the hospital overnight because manual compression was performed.

Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor leading leg was located between the sheath tip and monofold, consistent with non-deployment. No other visual anomalies were noted. The carrier tube assembly was moved into the full forward-lock position: the anchor fully exited the sheath distal tip, and the monofold fully collapsed onto the carrier tube. The carrier tube assembly was moved to the full rear-lock position: the anchor fully posted against the sheath monofold. The anchor was then grasped and the suture extracted. No functional anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.